Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2004 and a left total hip arthroplasty on (B)(6) 2012. Patient's legal counsel further reports patient allegations of pain, loss of range of motion, bone/tissue damage, elevated metal ion levels and metallosis. Subsequently, patient underwent a right hip revision procedure on (B)(6) 2012. There has been no reported left hip revision procedure to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a right hip revision procedure on (B)(6) 2012 due to tissue reaction secondary to metal on metal articulation. Operative report further noted serous fluid and erosion of the greater trochanter. The modular head was replaced and an active articulation polyethylene liner was implanted.

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2004 and a left total hip arthroplasty on (B)(6) 2012. Patient's legal counsel further reports patient allegations of pain, loss of range of motion, bone/tissue damage, elevated metal ion levels and metallosis. Subsequently, patient underwent a right hip revision procedure on (B)(6) 2012. There has been no reported left hip revision procedure to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a right hip revision procedure on (B)(6) 2012 due to tissue reaction secondary to metal on metal articulation. Operative report further noted serous fluid and erosion of the greater trochanter.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions. Implantation of foreign material in tissues can result in histological reactions involving various sizes of macrophages and fibroblasts. The clinical significance of this effect is uncertain, as similar changes may occur as a precursor to or during the healing process. Particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06361 & 1825034-2015-02098).